Event description:
I had a tubal ligation by irving method after that birth of my son. Immediately I was in pain. I was told it was normal to have some pain but from the time of the procedure the following 15 yrs after, I developed 38 total symptoms. Heavy flooding periods, ovarian cysts, chronic migraines, severe stabbing pains in my ovaries and tubes; hormonal imbalance is including estrogen dominance and a luteal phase defect. The onset of endometriosis in my tubes and right ovary, misdiagnosis of fibromyalgia, chronic depression, anxiety, panic attacks, increase sensitivity to touch and temperature loss of libido, dry vagina, symptoms of yeast infections without ever having yeast infections. Irritable bowel syndrome, allergies to foods that I never had allergies to, auto immune disturbances neurological disturbances temporary leg paralysis upon neurologists a gastro intestinal dr autoimmune dr, rheumatologist, two primary drs, allergist and ents, and one psychologist I was found to have post tubal ligation syndrome and even though no one wants to admit it exists it does I had a reversal which I had to pay out-of-pocket for and it took out all of those symptoms away. You need to research this more. More women than you are getting hurt. Date the person first started taking or using the product: (B)(6) 2002; date the person stopped taking or using the product: (B)(6) 2018. I had no health problems before tubal ligation but had 38 symptoms after my tubal ligation and now have no issues after my tubal reversal.